Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6. Evaluation results: the device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause of the screen being fully white, the technician observed damage consistent with mis-handling. The lcd display was replaced. For the report of buttons not functioning, the customer's report was not replicated or confirmed. The device was put through extensive testing, which included button testing without duplicating the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls, and the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.